Manufacturer narrative:
Internal report#: (B)(4). Product not returned for evaluation. Most likely underlying root cause is: user test strip had poor storage.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 01/15/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back test, 169mg/dl and 178mg/dl not fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.